Event description:
An implantable pulse generator and one pacing lead were returned to the manufacturer with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately three months after system implant. The cause of death has been requested but not received.

Manufacturer narrative:
All follow up efforts have been completed and no further information will be available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed.